Event description:
Note: the date of event is unk. It was reported to boston scientific corporation in 2008, that the device locking tab of a corflo cubby low profile gastrostomy device was broken. No pt complications were reported as a result of this event. The pt's condition was reported as "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. Evaluation of the returned device confirmed the reported broken device locking mechanism; the locking tab appeared to be sheared off the right angle connector. Although the cause of the noted break is undeterminable, it is likely attributable to operational context. The device is not designed to be rotated beyond a built-in mechanical stop within the locking mechanism; however, when the right angle set is forced beyond this stop, it will break.